Manufacturer narrative:
The device has not been sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the image from the subject device disappeared. No error was displayed. The image recovered when the device was restarted, but another similar device was used to complete the planned procedure. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely there was a scratch on the electric contact, the contact was temporarily short-circuited due to the adhesion of foreign matter, etc., and an overcurrent flowed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.